Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the device was unable to cross the lesion. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous circumflex artery. While performing a percutaneous coronary intervention, the guidezilla device was inserted several times but was unable to be advanced near the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a shaft break. It was further reported that the physician did not notice the shaft break during the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. There were numerous kinks throughout the shaft. The outer diameter (od) of the undamaged portion of the distal shaft met specifications. Microscopic examination revealed that the collar was damaged. Microscopic examination presented no damage or irregularities in tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).